Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient's "lower legs started swelling. They had to take him to the emergency room. They gave him a steroid shot and the swelling went down. He used his bone stim and the swelling came right back." The patient previously had a "low back fusion" and had been using the bone stimulator for three weeks. No further information is currently available.